Event description:
The customer reported erroneous false low ion selective electrodes (ise) potassium (k), sodium (na), chloride (cl) patient and quality control (qc) results involving the au680 clinical chemistry analyzer. The results were reported out and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for two (2) patients.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse evaluated the au680 clinical chemistry analyzer. The fse inspected the instrument and determined the buffer valves were defective. The fse replaced the ise buffer valves which resolved the issue. Beckman coulter internal identifier is (B)(4).